Event description:
The customer reported that the ventilator will not turn on. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator will not turn on. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). The visual inspection of this user interface assembly did not reveal any external signs of damage or contamination. Failure investigation (fi) technician installed the user interface assembly into a fi ventilator to duplicate the reported issue ventilator would not turn on. The fi technician was unable to duplicate the issue or identify any failures with the user interface assembly conclusion 04/07/2020: this customer returned user interface assembly was tested with no failures identified .